Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 1000161305, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced mechanical issues and pain due to kinked tubing of an inflatable penile prosthesis (ipp). No surgical procedure was reported. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. Additional information was received in which it was stated that the patient was experiencing testicular pain because of the tubing. The area above the penis was also swollen and in pain due to the reservoir placement. Air inside the reservoir was suspected, and the patient claimed wanting a future procedure to get his ipp "installed properly". No more information available at the moment. Should additional information become available, it will be provided.